Event description:
The physician intended to implant a resolute integrity drug-eluting stent. The device was positioned at the target site, however, when the physician went to deploy the stent it was observed that the stent had dislodged from the delivery system. The physician trapped the dislodged stent and dilated it in the patient's wrist without any further sequelae.

Manufacturer narrative:
(B)(4). Results: stent embolism. Device or procedural images not available for evaluation. Conclusions: stent embolism. Device or procedural images not available for evaluation.